Event description:
Plaintiff alleges developing a severe latex allergy from her exposure to latex exam gloves. She alleges that as a direct and proximate result of the allergy, she has sustained severe and permanent injuries, has endured pain and suffering, disability and disfigurement, loss of a normal life, loss of the ability to enjoy life, and incurred medical expenses and loss of earnings.